Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4. The device was visually examined for any catheter shaft damage and it showed no damage. A .014 test guidewire was used for inserting into the catheter shaft. The guide wire transcended through the device with no hesitation or restrictions. The device was functionally tested, and the device functioned as designed. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for a right lower extremity arterial gram and superficial femoral artery (sfa) atherectomy procedure. The lesion was totally occluded in the sfa with not much tortuousity and little calcification noted. During the procedure, the catheter became stuck on the non-bsc guidewire in the true lumen when attempting to advance the catheter. The catheter and guidewire were removed together. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status post procedure was fine.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for a right lower extremity arterial gram and superficial femoral artery (sfa) atherectomy procedure. The lesion was totally occluded in the sfa with not much tortuousity and little calcification noted. During the procedure, the catheter became stuck on the non-bsc guidewire in the true lumen when attempting to advance the catheter. The catheter and guidewire were removed together. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status post procedure was fine.